Event description:
It was reported that during an angiography procedure, a clot formed in the catheter. Catheter was changed out and there was no pt injuries or complications. Pt status is listed as "ok".